Event description:
Patient in chronic af and ra lead was capped. Rv lead exhibited high thresholds. Infected pacemaker pocket with device erosion. Complete heart block. Status post dual-chamber permanent pacemaker implantation originally in 1999. She has undergone pacemaker generator changes in 2006, 2015, 12.2023. She is now in chronic atrial fibrillation, therefore her right atrial lead has been capped and abandoned. Her right ventricular lead has had chronically elevated thresholds that have been gradually increasing over the past couple of years. She had an attempt at placement of a new right ventricular lead on (B)(6). She was noted to have an occluded left subclavian vein. Therefore decision was made to accept current pacing system. She has a known hematoma that was healing but subsequently has worsened and led to device erosion. Permanent atrial fibrillation. On long-term anticoagulation with warfarin. Multivascular rheumatic heart disease. Status post mitral valve replacement with a #27 medtronic hall (mechanical) prosthesis in 1985. Status post aortic valve replacement with a #19 st jude mechanical prosthesis (2012). High gradient across mechanical medtronic hall mitral prosthesis. Being followed closely at mayo clinic. Chronic diastolic hf. Stable. She is followed closely in the hf clinic. Pulmonary hypertension, secondary to left-sided valve disease. Chronic anticoagulation therapy (warfin). This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Reference report: mw5119530.